Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. It is unknown if the user followed the reprocessing procedure according to the instructions manual. The identity of the foreign material could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope contained foreign material in the forceps channel. There was no patient involvement.